Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 5 of 5 mdrs filed for the same patient (reference 1825034-2016-04938 / 04942 / 04943 / 04944). Concomitant product(s) - catalog #113609, comprehensive primary stem 9mm, lot #920270; catalog #115370, comprehensive reverse tray 44mm, lot #377200; catalog #115310, comprehensive reverse shoulder glenosphere, lot #215200; catalog #xl-115363, arcom xl humeral bearing, lot #839540. The following sections could not be completed with the limited information provided. Age or date of birth - ni. Weight - ni. Date of event - ni. Date explanted - ni.

Event description:
It is reported that the patient underwent shoulder arthroplasty revision due to the mini baseplate and taper adaptor disassociating and the screws loosening from the glenoid.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event.